Manufacturer narrative:
Investigation summary: bd received photos from the customer facility for investigation. The customer photos were evaluated, and gate stub was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on the investigation, the customer¿s indicated failure mode was observed by bd pas during evaluation, and a potential root cause from the manufacturing process has been identified. Root cause description: based on the investigation, the root cause / potential root cause for the gate stub was determined to be an obstruction of the gate, the temperatures of the probes or cycle time too low or the mold was too hot. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a burr on the cap of a 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure that could lead to injury. No injury or medical intervention.